Event description:
It was reported that the patient experienced occlusion event on (b)(6) 2026, due to blockage in tubing causing hyperglycemia. The high blood glucose was treated by correction bolus via pump. The patient was hospitalized.

Manufacturer narrative:
The patient was hospitalized.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.